Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking. The pt reported that the contrast, down arrow, and ok keypad buttons have been intermittently sticking for the past few months. She noted that the buttons do not always click as expected. The pt stated that the ok keypad button became stuck while she was priming last night and the pump primed 11 units of insulin while she was disconnected from the pump. She noted that the button symbol is worn off of the ok button and it feels thin, but stated there is no other physical damage to the rubber keypad. The pt reported that the pump has previously been exposed to pool and lake water, and had accidentally been dropped in a hot tub on one or two occasions. She sated that she wears the pump on her waist with a clip, in her bra, or on her leg with a thigh strap.